Manufacturer narrative:
H3: a representative went to the site to preform system check out. It was reported that the ups and battery were replaced and the system preformed as intended. (B01,c02,d02) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(4). Product ID: 9735787, serial/lot #: (B)(4). T he ups and battery were returned for analysis. The battery was tested with the accompanying ups for a 24 hour period. The ups did shut down within that time due to the battery heating up. The ups was then tested with a known good battery and performed as normal. The battery failed and would not hold a charge. Codes b01, c02 and d02 reflect this. The ups was tested with a known good battery and performed as normal. The ups was unplugged from main power and continued to run under battery power for the set 11.5 minutes. No failure were found with the ups. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the red battery indicator was blinking red and the system was powered on and still getting the error. There was no reported delay to the procedure. There was no reported impact to the patient. It was reported that the system shutdown unexpectedly 3 times, in between which the system would work normally. When booting on the system, the self-test showed the uninterrupted power supply (ups) and battery of both carts disconnected. The local representative (cs) reset the ups and was able to see the ups/battery information and was able to unplug the system with no issues. The system was plugged in to a known functioning outlet when it lost power.